Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement, measuring greater than 2,000 ohms. No adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pace impedance measurement, measuring greater than 2,000 ohms. No adverse patient effects were reported. At this time, this lead remains in service. Additional information received from the field indicates that lead function was normal at a recent follow-up appointment, and the physician elected to reprogram the device to increase impedance alarm limits. At this time, the ICD and rv lead remain implanted and in service.

Manufacturer narrative:
To date, this device remains implanted and in service; therefore physical analysis is unable to be conducted. Without laboratory analysis, it is not possible to definitively determine how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. If information is provided in the future, a supplemental report will be issued.